Manufacturer narrative:
The subject device was received at regional repair center olympus france (rrc ofr). The subject device inspection and evaluation has started and is in progress . The device evaluation final and complete report has not yet been received. Supplemental report(s) will be submitted should any relevant new information is available. And or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent the device for repair reported with an issue of "mobile screen turns blue the values are only readable on the laser screen itself. After a few seconds it jumps back to the normal state. Per the report, the problem encountered is a problem related to the switch located at the base of the removable screen". No harm was reported. No patient harm, no user injury reported . Device return evaluation found issue with the assembly system (other failure) identified during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Per the return service request form provided by the customer, an error code 37, 152, 135 were noted. Olympus service repair inspection findings were noted below: foot pedal pairing problem due to it is not properly configured to the system was noted. The inability to switch from the swivel lcd screen display to the lcd screen due to position sensor was found defective. Service repair noted the device can be repaired by pairing the foot pedal to form a proper wireless connection between the pedal and the system, and the exchange of the position sensor of the swivel lcd screen. Review of repair history showed that the product has been installed at the customer¿s facility in (B)(6) 2022 and this is the very first repair. The defect listed above is most likely attributable to a premature deficiency of the swivel lcd screen with no visible damage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the footswitch not responding can be attributed to not having a proper pairing to the console. Furthermore, the root cause of the secondary screen turning blue can be attributed to premature deficiency of the swivel lcd screen, position sensor found to be defective. Olympus will continue to monitor field performance for this device.